Manufacturer narrative:
(B)(4). It was reported that the guidewire kinked during use. One guidewire assembly with an introducer needle was returned for evaluation. Visual inspection identified signs of use, including the presence of biological material within the straightener tube, needle hub, and on the guidewire. The guidewire was observed to be kinked proximal to the needle hub. The distal j-tip was slightly misshapen but remained intact. Microscopic examination confirmed the kink, and both distal and proximal welds were present and intact. Dimensional inspection confirmed that the overall length and outer diameter of the guidewire were within specification limits. The location of the kink was measured along the guidewire body. Functional testing was performed using the returned guidewire and introducer needle assembly. Resistance was encountered during advancement, which was attributed to the presence of the kink and biological material within the device. A device history record (DHR) review was conducted for relevant materials and batches. No manufacturing or quality-related issues were identified. A review of the applicable instructions for use (IFU) identified warnings against the application of excessive force, as this may result in component damage. The reported failure was confirmed based on the condition of the returned sample. Based on the available information, including the condition of the device and the reported use scenario, the most probable root cause is attributed to unintentional use error involving the application of undue force during use. No corrective or preventive actions were initiated, as the issue is not attributed to a manufacturing deficiency. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the catheter cannot be properly connected/fitted. The set was replaced to resolve the issue. There was no reported patient harm or consequence."